Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to feelings /normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on "(B)(6) 2015 time unknown." The patient claimed to have obtained an alleged inaccurate high blood glucose result of "350 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient takes a combination of medications to manage her diabetes, including "metformin hemulairal r 12 and hemulairah m 50." The patient stated that on an unspecified time after the alleged issue began she developed symptoms of "shakiness and lightheaded" the patient stated that on " (B)(6) 2015 at 10pm she took food and/or drink. No medical intervention was required. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The patient did not have test strips to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.